Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), uterine perforation ("perforation"), device breakage ("fractured implant/ essure fractured") and device dislocation ("migration / migration of essure device") in a 27-year-old female patient who had essure (batch no. 663252) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bloody stool since 2009, lower abdominal pain since 2009, rectal bleeding since 2009, joint pain, muscle cramps, muscular pain and muscular weakness. Concomitant products included paracetamol (acetaminophen) since 2009. On (B)(6)2009, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/heavy bleeding with clots"). On (B)(6)2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In 2016, the patient experienced cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)") and vaginal infection ("infection (vaginal)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, fibromyalgia ("fibromyalgia"), infection ("infections") and menometrorrhagia ("menstruation issues/heavy irregular bleeding"). The patient was treated with surgery (bilateral salpingectomy and operative laparoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, device dislocation, fibromyalgia, infection, menometrorrhagia, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection and vaginal infection outcome was unknown. The reporter considered cystitis, device breakage, device dislocation, fallopian tube perforation, fibromyalgia, infection, menometrorrhagia, menorrhagia, urinary tract infection, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she did not allege that essure caused birth defects. Representative sections are submitted in five cassettes from largest to smallest. Bilateral salpingectomy and foreign body removal: fallopian tubes with benign paratubal cyst. Foreign body present. Pas 2 spc-a. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded (B)(6) 2009 : essure confirmation test : total bilateral occlusion. On (B)(6) 2006, pathology report showed bilateral fallopian tubes and essure coils, bilateral salpingectomy and foreign body removal: fallopian tubes with benign paratubal cyst. Foreign body present. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc (product technical complaint ). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), uterine perforation ("perforation"), device breakage ("fractured implant/ essure fractured") and device dislocation ("migration / migration of essure device") in a 27-year-old female patient who had essure (batch no. 663252) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bloody stool since 2009, lower abdominal pain since 2009, rectal bleeding since 2009, joint pain, muscle cramps, muscular pain and muscular weakness. On (B)(6) 2009, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/heavy bleeding with clots"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In 2016, the patient experienced cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)") and vaginal infection ("infection (vaginal)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, fibromyalgia ("fibromyalgia"), infection ("infections") and menometrorrhagia ("menstruation issues/heavy irregular bleeding"). The patient was treated with surgery (bilateral salpingectomy and operative laparoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, device dislocation, fibromyalgia, infection, menometrorrhagia, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection and vaginal infection outcome was unknown. The reporter considered cystitis, device breakage, device dislocation, fallopian tube perforation, fibromyalgia, infection, menometrorrhagia, menorrhagia, urinary tract infection, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she did not allege that essure caused birth defects. Representative sections are submitted in five cassettes from largest to smallest. Bilateral salpingectomy and foreign body removal: fallopian tubes with benign paratubal cyst. Foreign body present. Pas 2 spc-a diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2009: essure device was successfully occluded (B)(6) 2009 : essure confirmation test : total bilateral occlusion. On (B)(6) 2006, pathology report showed bilateral fallopian tubes and essure coils, bilateral salpingectomy and foreign body removal: fallopian tubes with benign paratubal cyst. Foreign body present most recent follow-up information incorporated above includes: on 11-may-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information updated. Essure lot number was added. Essure start date updated from (B)(6) 2008 to (B)(6) 2009. Events essure fractured, pain pelvic were clubbed with previously reported events. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), uterine perforation ("perforation"), device breakage ("fractured implant/ essure fractured"), embedded device ("migration / migration of essure device/ migration of essure device location of device: myometrium") and menorrhagia ("abnormal bleeding (menorrhagia)/heavy bleeding with clots") in a 27-year-old female patient who had essure (batch no. 663252) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included bloody stool since 2009, lower abdominal pain since 2009, rectal bleeding since 2009, joint pain, muscle cramps, muscular pain, muscular weakness, weight gain, contact dermatitis, depression and dyspareunia. Concomitant products included fluoxetine hydrochloride (prozac), paracetamol (acetaminophen) since 2009 and sertraline hydrochloride (zolof). On (B)(6)2009, the patient had essure inserted. In january 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6)2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). On (B)(6)2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In 2016, the patient experienced cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)") and vaginal infection ("infection (vaginal)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, fibromyalgia ("fibromyalgia"), infection ("infections"), menometrorrhagia ("menstruation issues/heavy irregular bleeding"), depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea"), migraine ("migraines"), headache ("headaches"), abdominal pain ("abdominal area pain") and back pain ("lower back pain"). The patient was treated with surgery (ablation and bilateral salpingectomy and operative laparoscopy). Essure was removed on(B)(6)2016. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, embedded device, menorrhagia, fibromyalgia, infection, menometrorrhagia, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, depression, anxiety, dysmenorrhoea, migraine, headache, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, cystitis, depression, device breakage, dysmenorrhoea, embedded device, fallopian tube perforation, fibromyalgia, headache, infection, menometrorrhagia, menorrhagia, migraine, urinary tract infection, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she did not allege that essure caused birth defects. Representative sections are submitted in five cassettes from largest to smallest. Bilateral salpingectomy and foreign body removal: fallopian tubes with benign paratubal cyst. Foreign body present. Pas 2 spc-a diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: results: essure device was successfully occluded. Pathology report showed bilateral fallopian tubes and essure coils, bilateral salpingectomy and foreign body removal: fallopian tubes with benign paratubal cyst. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet- events depression and mental anguish, lower back pain, abdominal area pain, headaches, migraines, dysmenorrhea were added. Event pt device dislocation was changed to device embedded. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s'), uterine perforation ('perforation/migration of essure device location of device: uterus'), device breakage ('fractured implant/ essure fractured/ device breakage'), embedded device ('migration / migration of essure device/ migration of essure device location of device: myometrium') and menorrhagia ('abnormal bleeding (menorrhagia)/heavy bleeding with clots') in a 27-year-old female patient who had essure (batch no: 663252) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included bloody stool since on (B)(6) 2009, lower abdominal pain since on (B)(6) 2009, rectal bleeding since on (B)(6) 2009, joint pain, muscle cramps, muscular pain, muscular weakness, weight gain, contact dermatitis, depression and dyspareunia. Concomitant products included medroxyprogesterone acetate (depo provera) for birth control as well as fluoxetine hydrochloride (prozac), paracetamol (acetaminophen) since 2009, pregabalin (lyrica), sertraline hydrochloride (zolof), trazodone and zolpidem tartrate (ambien). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 3 months 16 days after insertion of essure. On (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower and embedded device (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In 2016, the patient experienced cystitis ("infection (bladder)", urinary tract infection ("infection (urinary tract)" and vaginal infection ("infection (vaginal)". On an unknown date, the patient experienced fibromyalgia ("fibromyalgia"), infection ("infections"), menometrorrhagia ("menstruation issues/heavy irregular bleeding"), depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)," migraine ("migraines"), headache ("headaches"), abdominal pain ("abdominal area pain"), back pain ("lower back pain"), genital haemorrhage ("gen. Abnormal bleeding"), fracture ("fracture") and post procedural complication ("post procedural complication"). The patient was treated with bupropion hydrochloride (wellbutrin), duloxetine hydrochloride (cymbalta), escitalopram oxalate (lexapro) and surgery (ablation, bilateral salpingectomy and operative laparoscopy and bilateral salpingectomy and operative laparoscopy/ coils removal with duvall grasper). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, embedded device, fibromyalgia, infection, menometrorrhagia, cystitis, urinary tract infection, vaginal infection, depression, anxiety, dysmenorrhoea, migraine, headache, back pain, dyspareunia and post procedural complication outcome was unknown, the uterine perforation and abdominal pain had not resolved and the menorrhagia, vaginal haemorrhage, genital haemorrhage and fracture had resolved. The reporter considered abdominal pain, anxiety, back pain, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fibromyalgia, fracture, genital haemorrhage, headache, infection, menometrorrhagia, menorrhagia, migraine, post procedural complication, urinary tract infection, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she did not allege that essure caused birth defects. Representative sections are submitted in five cassettes from largest to smallest. Bilateral salpingectomy and foreign body removal: fallopian tubes with benign paratubal cyst. Foreign body present. Pas 2 spc-a. Received treatment for pain and fracture. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2009: results: essure device was successfully occluded. Pathology report showed bilateral fallopian tubes and essure coils, bilateral salpingectomy and foreign body removal: fallopian tubes with benign paratubal cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received- new event fracture and gen. Abnormal bleeding was added. Reporter was added. Event outcome of pain, bleeding, fracture was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), uterine perforation ('perforation/migration of essure device location of device: uterus'), device breakage ('fractured implant/ essure fractured/ device breakage'), embedded device ('migration / migration of essure device/ migration of essure device location of device: myometrium') and menorrhagia ('abnormal bleeding (menorrhagia)/heavy bleeding with clots') in a 27-year-old female patient who had essure (batch no. 663252) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included bloody stool since (B)(6) 2009, lower abdominal pain since (B)(6) 2009, rectal bleeding since (B)(6) 2009, joint pain, muscle cramps, muscular pain, muscular weakness, weight gain, contact dermatitis, depression and dyspareunia. Concomitant products included medroxyprogesterone acetate (depo provera) for birth control as well as fluoxetine hydrochloride (prozac), paracetamol (acetaminophen) since 2009, pregabalin (lyrica), sertraline hydrochloride (zolof), trazodone and zolpidem tartrate (ambien). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower and embedded device (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In 2016, the patient experienced cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)") and vaginal infection ("infection (vaginal)"). On an unknown date, the patient experienced fibromyalgia ("fibromyalgia"), infection ("infections"), menometrorrhagia ("menstruation issues/heavy irregular bleeding"), depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping),"), migraine ("migraines"), headache ("headaches"), abdominal pain ("abdominal area pain") and back pain ("lower back pain"). The patient was treated with bupropion hydrochloride (wellbutrin), duloxetine hydrochloride (cymbalta), escitalopram oxalate (lexapro) and surgery (ablation, bilateral salpingectomy and operative laparoscopy and bilateral salpingectomy and operative laparoscopy/ coils removal with duvall grasper). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, embedded device, fibromyalgia, infection, menometrorrhagia, cystitis, urinary tract infection, vaginal infection, depression, anxiety, dysmenorrhoea, migraine, headache, abdominal pain, back pain and dyspareunia outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, anxiety, back pain, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fibromyalgia, headache, infection, menometrorrhagia, menorrhagia, migraine, urinary tract infection, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she did not allege that essure caused birth defects. Representative sections are submitted in five cassettes from largest to smallest. Bilateral salpingectomy and foreign body removal: fallopian tubes with benign paratubal cyst. Foreign body present. Pas 2 spc-a diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: essure device was successfully occluded. Pathology report showed bilateral fallopian tubes and essure coils, bilateral salpingectomy and foreign body removal: fallopian tubes with benign paratubal cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jun-2019: pfs received- new events dyspareunia (painful sexual intercourse) wee added. Outcome of menorrhagia, vaginal bleeding update to recovered / resolved. Concomitant and treatment drug were added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), uterine perforation ('perforation/migration of essure device location of device: uterus'), device breakage ('fractured implant/ essure fractured/ device breakage'), embedded device ('migration / migration of essure device/ migration of essure device location of device: myometrium') and menorrhagia ('abnormal bleeding (menorrhagia)/heavy bleeding with clots') in a 27-year-old female patient who had essure (batch no. 663252) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included bloody stool since (B)(6) 2009, lower abdominal pain since (B)(6) 2009, rectal bleeding since (B)(6) 2009, joint pain, muscle cramps, muscular pain, muscular weakness, weight gain, contact dermatitis, depression and dyspareunia. Concomitant products included medroxyprogesterone acetate (depo provera) for birth control as well as fluoxetine hydrochloride (prozac), paracetamol (acetaminophen) since 2009, pregabalin (lyrica), sertraline hydrochloride (zolof), trazodone and zolpidem tartrate (ambien). On 2009, the (B)(6) patient had essure inserted. On (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 3 months 16 days after insertion of essure. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower and embedded device (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In 2016, the patient experienced cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)") and vaginal infection ("infection (vaginal)"). On an unknown date, the patient experienced fibromyalgia ("fibromyalgia"), infection ("infections"), menometrorrhagia ("menstruation issues/heavy irregular bleeding"), depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping),"), migraine ("migraines"), headache ("headaches"), abdominal pain ("abdominal area pain"), back pain ("lower back pain"), genital haemorrhage ("gen. Abnormal bleeding"), fracture ("fracture") and post procedural complication ("post procedural complication"). The patient was treated with bupropion hydrochloride (wellbutrin), duloxetine hydrochloride (cymbalta), escitalopram oxalate (lexapro) and surgery (ablation, bilateral salpingectomy and operative laparoscopy and bilateral salpingectomy and operative laparoscopy/ coils removal with duvall grasper). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, embedded device, fibromyalgia, infection, menometrorrhagia, cystitis, urinary tract infection, vaginal infection, depression, anxiety, dysmenorrhoea, migraine, headache, back pain, dyspareunia and post procedural complication outcome was unknown, the uterine perforation and abdominal pain had not resolved and the menorrhagia, vaginal haemorrhage, genital haemorrhage and fracture had resolved. The reporter considered abdominal pain, anxiety, back pain, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fibromyalgia, fracture, genital haemorrhage, headache, infection, menometrorrhagia, menorrhagia, migraine, post procedural complication, urinary tract infection, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she did not allege that essure caused birth defects. Representative sections are submitted in five cassettes from largest to smallest. Bilateral salpingectomy and foreign body removal: fallopian tubes with benign paratubal cyst. Foreign body present. Pas 2 spc-a received treatment for pain and fracture. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: essure device was successfully occluded. Pathology report showed bilateral fallopian tubes and essure coils, bilateral salpingectomy and foreign body removal: fallopian tubes with benign paratubal cyst. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received- new event fracture and gen. Abnormal bleeding was added. Reporter was added. Event outcome of pain, bleeding, fracture was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), uterine perforation ('perforation/migration of essure device location of device: uterus'), device breakage ('fractured implant/ essure fractured/ device breakage'), embedded device ('migration / migration of essure device/ migration of essure device location of device: myometrium') and menorrhagia ('abnormal bleeding (menorrhagia)/heavy bleeding with clots') in a 27-year-old female patient who had essure (batch no. 663252) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included bloody stool since (B)(6) 2009, lower abdominal pain since (B)(6) 2009, rectal bleeding since (B)(6) 2009, joint pain, muscle cramps, muscular pain, muscular weakness, weight gain, contact dermatitis, depression and dyspareunia. Concomitant products included medroxyprogesterone acetate (depo provera) for birth control as well as fluoxetine hydrochloride (prozac), paracetamol (acetaminophen) since 2009, pregabalin (lyrica), sertraline hydrochloride (zolof), trazodone and zolpidem tartrate (ambien). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 3 months 16 days after insertion of essure. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower and embedded device (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In 2016, the patient experienced cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)") and vaginal infection ("infection (vaginal)"). On an unknown date, the patient experienced fibromyalgia ("fibromyalgia"), infection ("infections"), menometrorrhagia ("menstruation issues/heavy irregular bleeding"), depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping),"), migraine ("migraines"), headache ("headaches"), abdominal pain ("abdominal area pain"), back pain ("lower back pain"), genital haemorrhage ("gen. Abnormal bleeding"), fracture ("fracture") and post procedural complication ("post procedural complication"). The patient was treated with bupropion hydrochloride (wellbutrin), duloxetine hydrochloride (cymbalta), escitalopram oxalate (lexapro) and surgery (ablation, bilateral salpingectomy and operative laparoscopy and bilateral salpingectomy and operative laparoscopy/ coils removal with duvall grasper). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, embedded device, fibromyalgia, infection, menometrorrhagia, cystitis, urinary tract infection, vaginal infection, depression, anxiety, dysmenorrhoea, migraine, headache, back pain, dyspareunia and post procedural complication outcome was unknown, the uterine perforation and abdominal pain had not resolved and the menorrhagia, vaginal haemorrhage, genital haemorrhage and fracture had resolved. The reporter considered abdominal pain, anxiety, back pain, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fibromyalgia, fracture, genital haemorrhage, headache, infection, menometrorrhagia, menorrhagia, migraine, post procedural complication, urinary tract infection, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she did not allege that essure caused birth defects. Representative sections are submitted in five cassettes from largest to smallest. Bilateral salpingectomy and foreign body removal: fallopian tubes with benign paratubal cyst. Foreign body present. Pas 2 spc-a. Received treatment for pain and fracture. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: essure device was successfully occluded. Pathology report showed bilateral fallopian tubes and essure coils, bilateral salpingectomy and foreign body removal: fallopian tubes with benign paratubal cyst. Lot number: 663252 manufacture date: 2009-07 expiration date: 2012-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2020: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), uterine perforation ("perforation"), device breakage ("fractured implant") and device dislocation ("migration / migration of essure device") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia"), infection ("infections"), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)") and vaginal infection ("infection (vaginal)"). The patient was treated with bilateral salpingectomy and partial hysterectomy and essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, device dislocation, fibromyalgia, infection, menstrual disorder, vaginal haemorrhage, menorrhagia, cystitis and urinary tract infection outcome was unknown. The reporter considered cystitis, device breakage, device dislocation, fallopian tube perforation, fibromyalgia, infection, menorrhagia, menstrual disorder, urinary tract infection, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she did not allege that essure caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded (B)(6) 2009 : essure confirmation test : total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "perforation (fallopian tube(s)), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), infection (bladder), infection (urinary tract)", reporter, historical condition added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), uterine perforation ('perforation/migration of essure device location of device: uterus'), device breakage ('fractured implant/ essure fractured/ device breakage'), embedded device ('migration / migration of essure device/ migration of essure device location of device: myometrium') and menorrhagia ('abnormal bleeding (menorrhagia)/heavy bleeding with clots') in a 27-year-old female patient who had essure (batch no. 663252) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included bloody stool since (B)(6) 2009, lower abdominal pain since (B)(6) 2009, rectal bleeding since (B)(6) 2009, joint pain, muscle cramps, muscular pain, muscular weakness, weight gain, contact dermatitis, depression and dyspareunia. Concomitant products included medroxyprogesterone acetate (depo provera) for birth control as well as fluoxetine hydrochloride (prozac), paracetamol (acetaminophen) since 2009, pregabalin (lyrica), sertraline hydrochloride (zoloft), trazodone and zolpidem tartrate (ambien). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower and embedded device (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In 2016, the patient experienced cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)") and vaginal infection ("infection (vaginal)"). On an unknown date, the patient experienced fibromyalgia ("fibromyalgia"), infection ("infections"), menometrorrhagia ("menstruation issues/heavy irregular bleeding"), depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping),"), migraine ("migraines"), headache ("headaches"), abdominal pain ("abdominal area pain") and back pain ("lower back pain"). The patient was treated with bupropion hydrochloride (wellbutrin), duloxetine hydrochloride (cymbalta), escitalopram oxalate (lexapro) and surgery (ablation, bilateral salpingectomy and operative laparoscopy / coils removal with duvall grasper). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, embedded device, fibromyalgia, infection, menometrorrhagia, cystitis, urinary tract infection, vaginal infection, depression, anxiety, dysmenorrhoea, migraine, headache, back pain and dyspareunia outcome was unknown, the uterine perforation and abdominal pain had not resolved and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, anxiety, back pain, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fibromyalgia, headache, infection, menometrorrhagia, menorrhagia, migraine, urinary tract infection, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she did not allege that essure caused birth defects. Representative sections are submitted in five cassettes from largest to smallest. Bilateral salpingectomy and foreign body removal: fallopian tubes with benign paratubal cyst. Foreign body present. Pas 2 spc-a. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: essure device was successfully occluded. Pathology report showed bilateral fallopian tubes and essure coils, bilateral salpingectomy and foreign body removal: fallopian tubes with benign paratubal cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Reporter's information. Added. Event:perforation/migration of essure device location of device: uterus,( abdominal pain) outcome were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), device breakage ("fractured implant") and device dislocation ("migration") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia"), infection ("infections") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (partial hysterectomy), surgery (partial hysterectomy) and surgery (partial hysterectomy). At the time of the report, the uterine perforation, device breakage, device dislocation, fibromyalgia, infection and menstrual disorder outcome was unknown. The reporter considered device breakage, device dislocation, fibromyalgia, infection, menstrual disorder and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.